Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2019; dtma1d1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. It was additionally noted that cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.